Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 105 occurred upon powering the device on thereby confirming the symptom. However, further testing was unable to produce this condition. The issue was determined to have been caused by a seized motor. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. There was no patient involvement.